Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after visual inspection and event history log review, the customer problem was duplicated. The pump was found to have a degraded downstream occlusion (dso) seal and one solder pad of the clock battery was not connected with the main board. The cause of the customer reported problem was the lack of connection between one solder pad of the clock battery with the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, dso sensor, and labels.

Event description:
It was reported there was error code 1210. There was unknown patient involvement and unknown harm/adverse event was reported.